Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(6) technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a thick flap was created in the unknown eye of a patient and the target thickness of the flap was greater than the actual thickness after cataract surgery. There are multiple related reports for this facility. This report addresses patient unk, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Based on the new information, safety event description has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that a thick flap was created in the unknown eye of a patient, when measuring with optical coherence tomography (oct) post lasik, flap measured was greater in microns for a planned flap of one hundred thirty microns after lasik surgery. There is no patient impact and no medical or surgical intervention reported. There are multiple related reports for this facility. This report addresses patient initials (unk), in the unknown eye and additional manufacturer reports will be filed for the other patients.

Event description:
A physician reported that a thick flap was created in the unknown eye of a patient and the target thickness of the flap was greater than the actual thickness after cataract surgery. There was no patient impacted. There are multiple related reports for this facility. This report addresses patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. Correction information provided in b.5. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The laser was found to meet specifications. Therefore, the root cause of the reported event is inconclusive the manufacturer internal reference number is: (B)(4).